Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033116) on 03-feb-2014. The most recent information was received on 24-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device was in cul de sac area/migration of essure device- bowel / migration ¿ bowel/ malposition of essure device location of device: within peritoneal cavity, migration of essure device location of device: within peritoneal cavity'), abortion spontaneous ('my baby died/lost baby') and suicide attempt ('I tried to kill myself') in a 40-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tube difficult insertion /forced feed" on (B)(6)2006 and device ineffective "device ineffective". The patient's medical history included obesity, hypothyroidism, seasonal allergy, asthma, acid reflux (oesophageal), nulliparous, gravida I (parity 0.), thyroid disorder, scoliosis, arthritis, anxiety, depression, tendon decompression (right foot 07 (as written).), light periods and cyst of ovary. Patient had denied tobacco used alcoholand tobacco use. (B)(6)2006 -dye test: both of her tubes were totally blocked. On (B)(6)2006, patient had performed relevant tests and diagnostics hsg result was right essure device is within the peritoneal cavity and no longer 1k adequate. On (B)(6)2006, patient, had performed relevant tests and diagnostics endomyometrial sampling endometrial curetting¿s essure result was part #1 is labeled endomyometrium sampling. It consists of three roughly wedge-shaped pieces of tan slightly hemorrhagic firm tissue, 1.2 x 1.0 x 0.8 cm. It is totally submitted in one cassette labeled #1 .part #2 is labeled endometrial curetting¿s. It consists of fragments of friable hemorrhagic soft tissue intermixed with b`lood clot. 0.9 cm. It is totally submitted in one cassette labeled #2. Part #3 is labeled essure. It consists of a core of synthetic material wrapped with metal wire or suture material. There is a portion of adipose tissue attached. The synthetic material is 3.0 x 0.2 an. The adipose tissue is 1.5 x 1.5 x 0.8 cm. No sections are submitted. On (B)(6)2014, patient had performed relevant tests and diagnostics surgical pathology report result was : the specimen is received fresh labeled with the patient¿s name, initials dmr, and "uterus, cervix, bilateral fallopian tubes " . It consists of a 64 q uterus with attached bilateral fallopian tubes that has been previously opened along the posterior aspect of the specimen. Upon reconstruction the uterus measures 8.0 cm fundus the exocervix, 8.0 cm cornu to cornu and 3.0 cm anterior to posterior. The 3.2 x 2.7 cm exocervix is tan-pink and smooth with diffuse areas of petechial hemorrhage and a 1.5 cm patulous os the endocervix is tan-pink and finely granular with a normal herringbone appearance and a defined 5 quamocolumnar junction. Sectioning the cervix reveals multiple nabothian cysts. The endometrial cavity is previously disrupted due to previous opening at upon reconstruction appears to measure 2.5 x 1.0 cm. The endometrial lining is tan-pink and smooth with a thickness of less than 0.1 cm. The myometrium is tan-pink and striated with a thickness of up to 2.2 cm. Along the left lateral aspect of the uterus at the junction of the cornu and the myometrium is an exposed silver metallic coiled ligation device. The r1ght lateral aspect of the specimen does not appear to contain a silver metallic ligation coiled. The 7.0 cm in length by 0.5 cm in diameter previously ligated right fallopian tube displays a tan-purple, smooth and glistening serosal surface the fimbriated ends. Multiple paratubal cysts are seen in association with the right fallopian tube ranging from 0.1 to 0.8 cm in greatest dimension. There is a silver metallic ligation clip located on the right fallopian tube. Sectioning the right fallopian tube reveals a pinpoint lumen. The attached 5.0 cm in length by 0.5 cm in diameter left fallopian tube displays a tan-pink, smooth and glistening serosal surface, there is a silver metallic ligation clip located on the left fallopian tube. Sectioning the fallopian tube reveals a pinpoint lumen. Also received within the specimen container is a 3.0 ern in length by 0.5 cm in diameter portion of left fallopian tube with a fimbriated end. Sectioning this portion of left fallopian tube reveals a pinpoint lumen. Representative sections are submitted as follows: a- anterior cervix, b- posterior cervix, c-d- anterior endomyometrium, full thickness sections, e-f- posterior endomyometrium, full thickness sections, g- fimbriated end of right fallopian tube, bisected longitudinally, h- right fallopian tube cross sections, I- fimbriated end of left fallopian tube, bisected longitudinally, j- left fallopian tube cross sections, on (B)(6)2010, patient had performed relevant tests and diagnostics screening mammogram with cad bilateral breasts- negative, no evidence ofmalignancy. Normal interval follow-up is recommended in 12 months. Concurrent conditions included yeast infection, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics (penicillin all shortness of breath) allergen; [clarithromycin); seasonal (environmental allergen).), dyspareunia and tubal ligation. Concomitant products included buspirone, celecoxib, cetirizine hydrochloride, cyclobenzaprine, duloxetine, esomeprazole, ethinylestradiol;levonorgestrel (nordette), fluoxetine hydrochloride (prozac), gabapentin, hydrochlorothiazide, ibuprofen, levothyroxine sodium (synthroid), ondansetron (zofran), pantoprazole, ranitidine hydrochloride (zantac), salbutamol (albuterol), sertraline hydrochloride (zoloft) and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("extreme menstrual cramps/dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding aginal/menorrhagia"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("severe and persistent migraines"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain severe and persistent pain/pain"). In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant/pregnancy (stillbirth or stillbirth or miscarriage) / pregnancy - miscarriage"), lasting 70 days. On (B)(6)2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (b)96)2009, the patient experienced adenomyosis uteri ("adenomyosis / reproductive system disorder or condition, type of disorder or condition: adenomyosis"). In 2010, the patient experienced suicide attempt (seriousness criterion medically significant). On 3-aug-2013, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced device expulsion ("left device was in uterus/the left sided essure device has roughly fifty percent located within the uterine cavity"), pain ("physical pain/nausea pain/constant pain"), menstrual disorder ("extremely bad menstrual cycles after miscarriage"), back pain ("back pain"), adenomyosis ("adenomyosis"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("intercourse causes very bad cramping/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (ablation and the right coil was removed by laparoscopy removed coil from bowel,hysterectomy), suction d&c, and . Essure (ess205) was removed on (B)(6)2014. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, vaginal haemorrhage, suicide attempt, pregnancy with contraceptive device, menorrhagia, fatigue, vomiting, migraine, headache, depression, anxiety, adenomyosis uteri, weight increased, nausea, pain, menstrual disorder, dysmenorrhoea, back pain, adenomyosis, amnesia, vitamin d deficiency, blood iron decreased, dyspareunia, female sexual dysfunction and pelvic pain had resolved and the abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2009. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pain with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, adenomyosis uteri, amnesia, anxiety, back pain, blood iron decreased, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, suicide attempt, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased and adenomyosis to be related to essure (ess205). The reporter commented: on 1mar2014 to mar2016, patient taking concomitant product by tanzeum and albiglutide. On 27-jun-2018: event reported verbatim my baby died coded as fetal death in previous follow up this coding was changed to spontaneous abortion as per source document information. Date of removal : (B)(6)2009, (B)(6)2014 : hysterectomy with bilateral salpingectomy, surgical removal of coils. (B)(6)2006: hsg-the left sided essure device has roughly fifty percent located within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6)2006: results: tubes were blocked; on an unknown date: results: both tubes were blocked. Right coil appears within; on (B)(6)2006: total bilateral occlusion, malposition of essure device. Pregnancy test - on (B)(6)2008: results: blood pregnancy test confirmed. Pregnancy test urine - on (B)(6)2008: results: pregnancy confirmed. Ultrasound scan - in (B)(6)2008: results: no heartbeat; 8 weeks pregnancy; on (B)(6)2008: embryonic demise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, dysmenorrhea, adenomyosis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion (B)(4) (duplicate) including references, source document and reporter information has been transferred to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033116) on 03-feb-2014. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device was in cul de sac area/migration of essure device- bowel / migration ¿ bowel/ malposition of essure device location of device: within peritoneal cavity, migration of essure device location of device: within peritoneal cavity'), abortion spontaneous ('my baby died/lost baby') and suicide attempt ('I tried to kill myself') in a 40-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tube difficult insertion /forced feed" on (B)(6)2006 and device ineffective "device ineffective". The patient's medical history included obesity, hypothyroidism, seasonal allergy, asthma, acid reflux (oesophageal), nulliparous, gravida I (parity 0.), thyroid disorder, scoliosis, arthritis, anxiety, depression, tendon decompression (right foot 07 (as written).), light periods and cyst of ovary. Patient had denied tobacco used alcoholand tobacco use. (B)(6)2006 -dye test: both of her tubes were totally blocked. On (B)(6)2006, patient had performed relevant tests and diagnostics hsg result was right essure device is within the peritoneal cavity and no longer 1k adequate. On (B)(6)2006, patient, had performed relevant tests and diagnostics endomyometrial sampling endometrial curetting¿s essure result was part #1 is labeled endomyometrium sampling. It consists of three roughly wedge-shaped pieces of tan slightly hemorrhagic firm tissue, 1.2 x 1.0 x 0.8 cm. It is totally submitted in one cassette labeled #1 .part #2 is labeled endometrial curetting¿s. It consists of fragments of friable hemorrhagic soft tissue intermixed with blood clot. 0.9 cm. It is totally submitted in one cassette labeled #2. Part #3 is labeled essure. It consists of a core of synthetic material wrapped with metal wire or suture material. There is a portion of adipose tissue attached. The synthetic material is 3.0 x 0.2 an. The adipose tissue is 1.5 x 1.5 x 0.8 cm. No sections are submitted. On (B)(6)2014, patient had performed relevant tests and diagnostics surgical pathology report result was : the specimen is received fresh labeled with the patient¿s name, initials dmr, and "uterus, cervix, bilateral fallopian tubes " . It consists of a 64 q uterus with attached bilateral fallopian tubes that has been previously opened along the posterior aspect of the specimen. Upon reconstruction the uterus measures 8.0 cm fundus the exocervix, 8.0 cm cornu to cornu and 3.0 cm anterior to posterior. The 3.2 x 2.7 cm exocervix is tan-pink and smooth with diffuse areas of petechial hemorrhage and a 1.5 cm patulous os the endocervix is tan-pink and finely granular with a normal herringbone appearance and a defined 5 quamocolumnar junction. Sectioning the cervix reveals multiple nabothian cysts. The endometrial cavity is previously disrupted due to previous opening at upon reconstruction appears to measure 2.5 x 1.0 cm. The endometrial lining is tan-pink and smooth with a thickness of less than 0.1 cm. The myometrium is tan-pink and striated with a thickness of up to 2.2 cm. Along the left lateral aspect of the uterus at the junction of the cornu and the myometrium is an exposed silver metallic coiled ligation device. The r1ght lateral aspect of the specimen does not appear to contain a silver metallic ligation coiled. The 7.0 cm in length by 0.5 cm in diameter previously ligated right fallopian tube displays a tan-purple, smooth and glistening serosal surface the fimbriated ends. Multiple paratubal cysts are seen in association with the right fallopian tube ranging from 0.1 to 0.8 cm in greatest dimension. There is a silver metallic ligation clip located on the right fallopian tube. Sectioning the right fallopian tube reveals a pinpoint lumen. The attached 5.0 cm in length by 0.5 cm in diameter left fallopian tube displays a tan-pink, smooth and glistening serosal surface, there is a silver metallic ligation clip located on the left fallopian tube. Sectioning the fallopian tube reveals a pinpoint lumen. Also received within the specimen container is a 3.0 ern in length by 0.5 cm in diameter portion of left fallopian tube with a fimbriated end. Sectioning this portion of left fallopian tube reveals a pinpoint lumen. Representative sections are submitted as follows: anterior cervix, posterior cervix, anterior endomyometrium, full thickness sections, posterior endomyometrium, full thickness sections, fimbriated end of right fallopian tube, bisected longitudinally, right fallopian tube cross sections, fimbriated end of left fallopian tube, bisected longitudinally, left fallopian tube cross sections. On (B)(6)2010, patient had performed relevant tests and diagnostics screening mammogram with cad bilateral breasts- negative, no evidence ofmalignancy. Normal interval follow-up is recommended in 12 months. Concurrent conditions included yeast infection, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics (penicillin all shortness of breath) allergen; [clarithromycin); seasonal (environmental allergen).), dyspareunia and tubal ligation. Concomitant products included buspirone, celecoxib, cetirizine hydrochloride, cyclobenzaprine, duloxetine, esomeprazole, ethinylestradiol;levonorgestrel (nordette), fluoxetine hydrochloride (prozac), gabapentin, hydrochlorothiazide, ibuprofen, levothyroxine sodium (synthroid), ondansetron (zofran), pantoprazole, ranitidine hydrochloride (zantac), salbutamol (albuterol), sertraline hydrochloride (zoloft) and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("extreme menstrual cramps/dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding aginal/menorrhagia"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("severe and persistent migraines"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain severe and persistent pain/pain"). In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant/pregnancy (stillbirth or stillbirth or miscarriage) / pregnancy - miscarriage/ / I got pregnancy 2 years after essure"), lasting 70 days. On (B)(6)2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (B)(6)2009, the patient experienced adenomyosis uteri ("adenomyosis / reproductive system disorder or condition, type of disorder or condition: adenomyosis"). In 2010, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6)2013, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced device expulsion ("left device was in uterus/the left sided essure device has roughly fifty percent located within the uterine cavity"), pain ("physical pain/nausea pain/constant pain"), menstrual disorder ("extremely bad menstrual cycles after miscarriage"), back pain ("back pain"), adenomyosis ("adenomyosis"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("intercourse causes very bad cramping/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and rash macular ("red sporadically on my body, mainly on chest, stomch and thighs") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (ablation and the right coil was removed by laparoscopy removed coil from bowel,hysterectomy), suction d&c, , and . Essure (ess205) was removed on (B)(6)2014. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, vaginal haemorrhage, suicide attempt, pregnancy with contraceptive device, menorrhagia, fatigue, vomiting, migraine, headache, depression, anxiety, adenomyosis uteri, weight increased, nausea, pain, menstrual disorder, dysmenorrhoea, back pain, adenomyosis, amnesia, vitamin d deficiency, blood iron decreased, dyspareunia, female sexual dysfunction and pelvic pain had resolved and the abdominal pain and rash macular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2009. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pain with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, adenomyosis uteri, amnesia, anxiety, back pain, blood iron decreased, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash macular, suicide attempt, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased and adenomyosis to be related to essure (ess205). The reporter commented: on (B)(6)2014 to (B)(6)2016, patient taking concomitant product by tanzeum and albiglutide. On (B)(6)2018: event reported verbatim my baby died coded as fetal death in previous follow up this coding was changed to spontaneous abortion as per source document information. Date of removal : (B)(6)2009, (B)(6)2014 : hysterectomy with bilateral salpingectomy, surgical removal of coils. (B)(6)2006: hsg-the left sided essure device has roughly fifty percent located within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6)2006: results: tubes were blocked; on an unknown date: results: both tubes were blocked. Right coil appears within; on (B)(6)2006: total bilateral occlusion, malposition of essure device. Pregnancy test - on (B)(6)2008: results: blood pregnancy test confirmed. Pregnancy test urine - on (B)(6)2008: results: pregnancy confirmed. Ultrasound scan - in (B)(6) 2008: results: no heartbeat; 8 weeks pregnancy; on (B)(6)2008: embryonic demise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, dysmenorrhea, adenomyosis and pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Event red dots sporadically on body was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033116) on 03-feb-2014. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device was in cul de sac area/migration of essure device- bowel / migration ¿ bowel/ malposition of essure device location of device: within peritoneal cavity, migration of essure device location of device: within peritoneal cavity'), abortion spontaneous ('my baby died/lost baby') and suicide attempt ('I tried to kill myself') in a 40-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tube difficult insertion /forced feed" on (B)(6) 2006 and device ineffective "device ineffective". The patient's medical history included obesity, hypothyroidism, seasonal allergy, asthma, acid reflux (oesophageal), nulliparous, gravida I (parity 0.), thyroid disorder, scoliosis, arthritis, anxiety, depression, tendon decompression (right foot 07 (as written).), light periods and cyst of ovary. Patient had denied tobacco used alcoholand tobacco use. (B)(6) 2006 -dye test: both of her tubes were totally blocked. On (B)(6) 2006, patient had performed relevant tests and diagnostics hsg result was right essure device is within the peritoneal cavity and no longer 1k adequate. On (B)(6) 2006, patient, had performed relevant tests and diagnostics endomyometrial sampling endometrial curetting¿s essure result was part #1 is labeled endomyometrium sampling. It consists of three roughly wedge-shaped pieces of tan slightly hemorrhagic firm tissue, 1.2 x 1.0 x 0.8 cm. It is totally submitted in one cassette labeled #1 .part #2 is labeled endometrial curetting¿s. It consists of fragments of friable hemorrhagic soft tissue intermixed with b`lood clot. 0.9 cm. It is totally submitted in one cassette labeled #2. Part #3 is labeled essure. It consists of a core of synthetic material wrapped with metal wire or suture material. There is a portion of adipose tissue attached. The synthetic material is 3.0 x 0.2 an. The adipose tissue is 1.5 x 1.5 x 0.8 cm. No sections are submitted. On (B)(6) 2014, patient had performed relevant tests and diagnostics surgical pathology report result was : the specimen is received fresh labeled with the patient¿s name, initials dmr, and "uterus, cervix, bilateral fallopian tubes " . It consists of a 64 q uterus with attached bilateral fallopian tubes that has been previously opened along the posterior aspect of the specimen. Upon reconstruction the uterus measures 8.0 cm fundus the exocervix, 8.0 cm cornu to cornu and 3.0 cm anterior to posterior. The 3.2 x 2.7 cm exocervix is tan-pink and smooth with diffuse areas of petechial hemorrhage and a 1.5 cm patulous os the endocervix is tan-pink and finely granular with a normal herringbone appearance and a defined 5 quamocolumnar junction. Sectioning the cervix reveals multiple nabothian cysts. The endometrial cavity is previously disrupted due to previous opening at upon reconstruction appears to measure 2.5 x 1.0 cm. The endometrial lining is tan-pink and smooth with a thickness of less than 0.1 cm. The myometrium is tan-pink and striated with a thickness of up to 2.2 cm. Along the left lateral aspect of the uterus at the junction of the cornu and the myometrium is an exposed silver metallic coiled ligation device. The r1ght lateral aspect of the specimen does not appear to contain a silver metallic ligation coiled. The 7.0 cm in length by 0.5 cm in diameter previously ligated right fallopian tube displays a tan-purple, smooth and glistening serosal surface the fimbriated ends. Multiple paratubal cysts are seen in association with the right fallopian tube ranging from 0.1 to 0.8 cm in greatest dimension. There is a silver metallic ligation clip located on the right fallopian tube. Sectioning the right fallopian tube reveals a pinpoint lumen. The attached 5.0 cm in length by 0.5 cm in diameter left fallopian tube displays a tan-pink, smooth and glistening serosal surface, there is a silver metallic ligation clip located on the left fallopian tube. Sectioning the fallopian tube reveals a pinpoint lumen. Also received within the specimen container is a 3.0 ern in length by 0.5 cm in diameter portion of left fallopian tube with a fimbriated end. Sectioning this portion of left fallopian tube reveals a pinpoint lumen. Representative sections are submitted as follows: a- anterior cervix b- posterior cervix c-d- anterior endomyometrium, full thickness sections e-f- posterior endomyometrium, full thickness sections g- fimbriated end of right fallopian tube, bisected longitudinally h- right fallopian tube cross sections I- fimbriated end of left fallopian tube, bisected longitudinally j- left fallopian tube cross sections on (B)(6) 2010, patient had performed relevant tests and diagnostics screening mammogram with cad bilateral breasts- negative, no evidence ofmalignancy. Normal interval follow-up is recommended in 12 months. Concurrent conditions included yeast infection, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics (penicillin all shortness of breath) allergen; [clarithromycin); seasonal (environmental allergen).), dyspareunia and tubal ligation. Concomitant products included buspirone, celecoxib, cetirizine hydrochloride, cyclobenzaprine, duloxetine, esomeprazole, ethinylestradiol;levonorgestrel (nordette), fluoxetine hydrochloride (prozac), gabapentin, hydrochlorothiazide, ibuprofen, levothyroxine sodium (synthroid), ondansetron (zofran), pantoprazole, ranitidine hydrochloride (zantac), salbutamol (albuterol), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("extreme menstrual cramps/dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding aginal/menorrhagia"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("severe and persistent migraines"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain severe and persistent pain/pain"). In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant/pregnancy (stillbirth or stillbirth or miscarriage) / pregnancy - miscarriage/ / I got pregnancy 2 years after essure"), lasting 70 days. On (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient experienced adenomyosis uteri ("adenomyosis / reproductive system disorder or condition, type of disorder or condition: adenomyosis"). In 2010, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced device expulsion ("left device was in uterus/the left sided essure device has roughly fifty percent located within the uterine cavity"), pain ("physical pain/nausea pain/constant pain"), menstrual disorder ("extremely bad menstrual cycles after miscarriage"), back pain ("back pain"), adenomyosis ("adenomyosis"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("intercourse causes very bad cramping/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and rash macular ("red sporadically on my body, mainly on chest, stomch and thighs") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (ablation and the right coil was removed by laparoscopy removed coil from bowel,hysterectomy), suction d&c, , and . Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, vaginal haemorrhage, suicide attempt, pregnancy with contraceptive device, menorrhagia, fatigue, vomiting, migraine, headache, depression, anxiety, adenomyosis uteri, weight increased, nausea, pain, menstrual disorder, dysmenorrhoea, back pain, adenomyosis, amnesia, vitamin d deficiency, blood iron decreased, dyspareunia, female sexual dysfunction and pelvic pain had resolved and the abdominal pain and rash macular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2009. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pain with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, adenomyosis uteri, amnesia, anxiety, back pain, blood iron decreased, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash macular, suicide attempt, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased and adenomyosis to be related to essure (ess205). The reporter commented: on 1mar2014 to mar2016, patient taking concomitant product by tanzeum and albiglutide. On (B)(6) 2018: event reported verbatim my baby died coded as fetal death in previous follow up this coding was changed to spontaneous abortion as per source document information. Date of removal : (B)(6) 2009, (B)(6) 2014: hysterectomy with bilateral salpingectomy, surgical removal of coils. (B)(6) 2006: hsg-the left sided essure device has roughly fifty percent located within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: tubes were blocked; on an unknown date: results: both tubes were blocked. Right coil appears within; on (B)(6) 2006: total bilateral occlusion, malposition of essure device.. Pregnancy test - on (B)(6) 2008: results: blood pregnancy test confirmed. Pregnancy test urine - on (B)(6) 2008: results: pregnancy confirmed. Ultrasound scan - in september 2008: results: no heartbeat; 8 weeks pregnancy; on (B)(6) -2008: embryonic demise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, dysmenorrhea, adenomyosis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right device was in cul de sac area/migration of essure device- bowel / migration ¿ bowel/ malposition of essure device location of device: within peritoneal cavity, migration of essure device location of device: within peritoneal cavity"), abortion spontaneous ("my baby died"), device expulsion ("left device was in uterus/the left sided essure device has roughly fifty percent located within the uterine cavity"), vaginal haemorrhage ("abnormal bleeding aginal/menorrhagia"), suicide attempt ("I tried to kill myself") and pregnancy with contraceptive device ("pregnant/pregnancy (stillbirth or stillbirth or miscarriage) / pregnancy - miscarriage") in a 40-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tube difficult insertion /forced feed" on (B)(6) 2006 and device ineffective "device ineffective". The patient's medical history included obesity, hypothyroidism, seasonal allergy, asthma, acid reflux (oesophageal), nulliparous, gravida I (parity 0.), thyroid disorder, scoliosis, arthritis, anxiety, depression, tendon decompression (right foot 07 (as written).), light periods and cyst of ovary. Patient had denied tobacco used alcohol and tobacco use. (B)(6) 2006 -dye test: both of her tubes were totally blocked. On (B)(6) 2006, patient had performed relevant tests and diagnostics hsg result was right essure device is within the peritoneal cavity and no longer 1k adequate. On (B)(6) 2006, patient, had performed relevant tests and diagnostics endomyometrial sampling endometrial curetting¿s essure result was part #1 is labeled endomyometrium sampling. It consists of three roughly wedge-shaped pieces of tan slightly hemorrhagic firm tissue, 1.2 x 1.0 x 0.8 cm. It is totally submitted in one cassette labeled #1 .part #2 is labeled endometrial curetting¿s. It consists of fragments of friable hemorrhagic soft tissue intermixed with b`lood clot. 0.9 cm. It is totally submitted in one cassette labeled #2. Part #3 is labeled essure. It consists of a core of synthetic material wrapped with metal wire or suture material. There is a portion of adipose tissue attached. The synthetic material is 3.0 x 0.2 an. The adipose tissue is 1.5 x 1.5 x 0.8 cm. No sections are submitted. On (B)(6) 2014, patient had performed relevant tests and diagnostics surgical pathology report result was : the specimen is received fresh labeled with the patient¿s name, initials dmr, and "uterus, cervix, bilateral fallopian tubes " . It consists of a 64 q uterus with attached bilateral fallopian tubes that has been previously opened along the posterior aspect of the specimen. Upon reconstruction the uterus measures 8.0 cm fundus the exocervix, 8.0 cm cornu to cornu and 3.0 cm anterior to posterior. The 3.2 x 2.7 cm exocervix is tan-pink and smooth with diffuse areas of petechial hemorrhage and a 1.5 cm patulous os the endocervix is tan-pink and finely granular with a normal herringbone appearance and a defined 5 quamocolumnar junction. Sectioning the cervix reveals multiple nabothian cysts. The endometrial cavity is previously disrupted due to previous opening at upon reconstruction appears to measure 2.5 x 1.0 cm. The endometrial lining is tan-pink and smooth with a thickness of less than 0.1 cm. The myometrium is tan-pink and striated with a thickness of up to 2.2 cm. Along the left lateral aspect of the uterus at the junction of the cornu and the myometrium is an exposed silver metallic coiled ligation device. The right lateral aspect of the specimen does not appear to contain a silver metallic ligation coiled. The 7.0 cm in length by 0.5 cm in diameter previously ligated right fallopian tube displays a tan-purple, smooth and glistening serosal surface the fimbriated ends. Multiple paratubal cysts are seen in association with the right fallopian tube ranging from 0.1 to 0.8 cm in greatest dimension. There is a silver metallic ligation clip located on the right fallopian tube. Sectioning the right fallopian tube reveals a pinpoint lumen. The attached 5.0 cm in length by 0.5 cm in diameter left fallopian tube displays a tan-pink, smooth and glistening serosal surface, there is a silver metallic ligation clip located on the left fallopian tube. Sectioning the fallopian tube reveals a pinpoint lumen. Also received within the specimen container is a 3.0 ern in length by 0.5 cm in diameter portion of left fallopian tube with a fimbriated end. Sectioning this portion of left fallopian tube reveals a pinpoint lumen. Representative sections are submitted as follows: a- anterior cervix. B- posterior cervix. C-d- anterior endomyometrium, full thickness sections. E-f- posterior endomyometrium, full thickness sections. G- fimbriated end of right fallopian tube, bisected longitudinally. H- right fallopian tube cross sections. I- fimbriated end of left fallopian tube, bisected longitudinally. J- left fallopian tube cross sections. On (B)(6) 2010, patient had performed relevant tests and diagnostics screening mammogram with cad bilateral breasts- negative, no evidence of malignancy. Normal interval follow-up is recommended in 12 months. Concurrent conditions included yeast infection, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics (penicillin all shortness of breath) allergen; [clarithromycin); seasonal (environmental allergen).), dyspareunia and tubal ligation. Concomitant products included buspirone, celecoxib, cetirizine hydrochloride, cyclobenzaprine, duloxetine, esomeprazole, ethinylestradiol;levonorgestrel (nordette), fluoxetine hydrochloride (prozac), gabapentin, hydrochlorothiazide, ibuprofen, levothyroxine sodium (synthroid), ondansetron (zofran), pantoprazole, ranitidine hydrochloride (zantac), salbutamol (albuterol), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("extreme menstrual cramps/dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("severe and persistent migraines"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain severe and persistent pain/pain"). In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), lasting 70 days. On (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient experienced the first episode of adenomyosis ("adenomyosis / reproductive system disorder or condition, type of disorder or condition: adenomyosis"). In 2010, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pain ("physical pain/nausea pain/constant pain"), menstrual disorder ("extremely bad menstrual cycles after miscarriage"), back pain ("back pain"), the second episode of adenomyosis ("adenomyosis"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("intercourse causes very bad cramping/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (ablation and the right coil was removed by laparoscopy removed coil from bowel,hysterectomy), suction d&c, , and . Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, vaginal haemorrhage, suicide attempt, pregnancy with contraceptive device, menorrhagia, fatigue, vomiting, migraine, headache, depression, anxiety, weight increased, nausea, pain, menstrual disorder, dysmenorrhoea, back pain, the last episode of adenomyosis, amnesia, vitamin d deficiency, blood iron decreased, dyspareunia, female sexual dysfunction and pelvic pain had resolved and the abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2009. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pain with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, back pain, blood iron decreased, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, suicide attempt, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure (ess205). The reporter commented: on (B)(6) 2014 to (B)(6) 2016, patient taking concomitant product by tanzeum and albiglutide. On (B)(6) 2018: event reported verbatim my baby died coded as fetal death in previous follow up this coding was changed to spontaneous abortion as per source document information. Date of removal : (B)(6) 2009, (B)(6) 2014 : hysterectomy with bilateral salpingectomy, surgical removal of coils. (B)(6) 2006: hsg-the left sided essure device has roughly fifty percent located within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: tubes were blocked; on an unknown date: results: both tubes were blocked. Right coil appears within; on (B)(6) 2006: total bilateral occlusion, malposition of essure device. Pregnancy test - on (B)(6) 2008: results: blood pregnancy test confirmed. Pregnancy test urine - on (B)(6) 2008: results: pregnancy confirmed. Ultrasound scan - in (B)(6) 2008: results: no heartbeat; 8 weeks pregnancy; on (B)(6) 2008: embryonic demise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety, depression, dysmenorrhea, adenomyosis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033116) on 03-feb-2014. The most recent information was received on 09-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right device was in cul de sac area/migration of essure device- bowel / migration ¿ bowel/ malposition of essure device location of device: within peritoneal cavity, migration of essure device location of device: within peritoneal cavity"), abortion spontaneous ("my baby died"), device expulsion ("left device was in uterus/the left sided essure device has roughly fifty percent located within the uterine cavity"), vaginal haemorrhage ("abnormal bleeding vaginal/menorrhagia"), suicide attempt ("I tried to kill myself") and pregnancy with contraceptive device ("pregnant/pregnancy (stillbirth or stillbirth or miscarriage) / pregnancy - miscarriage") in a (B)(6) female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tube difficult insertion /forced feed" on (B)(6) 2006 and device ineffective "device ineffective". The patient's medical history included obesity, hypothyroidism, seasonal allergy, asthma, acid reflux (oesophageal), nulliparous, gravida I (parity 0.), thyroid disorder, scoliosis, arthritis, anxiety, depression, tendon decompression (right foot 07 (as written).), light periods and cyst of ovary. Patient had denied tobacco used alcohol and tobacco use. On (B)(6) 2006 -dye test: both of her tubes were totally blocked. On (B)(6) 2006, patient had performed relevant tests and diagnostics hsg result was right essure device is within the peritoneal cavity and no longer 1k adequate. On (B)(6) 2006, patient, had performed relevant tests and diagnostics endomyometrial sampling endometrial curetting¿s essure result was part #1 is labeled endomyometrium sampling. It consists of three roughly wedge-shaped pieces of tan slightly hemorrhagic firm tissue, 1.2 x 1.0 x 0.8 cm. It is totally submitted in one cassette labeled #1 .part #2 is labeled endometrial curetting¿s. It consists of fragments of friable hemorrhagic soft tissue intermixed with blood clot. 0.9 cm. It is totally submitted in one cassette labeled #2. Part #3 is labeled essure. It consists of a core of synthetic material wrapped with metal wire or suture material. There is a portion of adipose tissue attached. The synthetic material is 3.0 x 0.2 an. The adipose tissue is 1.5 x 1.5 x 0.8 cm. No sections are submitted, on (B)(6) 2014, patient had performed relevant tests and diagnostics surgical pathology report result was: the specimen is received fresh labeled with the patient¿s name, initials (B)(6), and "uterus, cervix, bilateral fallopian tubes". It consists of a 64 q uterus with attached bilateral fallopian tubes that has been previously opened along the posterior aspect of the specimen. Upon reconstruction the uterus measures 8.0 cm fundus the exocervix, 8.0 cm cornu to cornu and 3.0 cm anterior to posterior. The 3.2 x 2.7 cm. Exocervix is tan-pink and smooth with diffuse areas of petechial hemorrhage and a 1.5 cm patulous os the endocervix is tan-pink and finely granular with a normal herringbone appearance and a defined squamocolumnar junction. Sectioning the cervix reveals multiple nabothian cysts. The endometrial cavity is previously disrupted due to previous opening at upon reconstruction appears to measure 2.5 x 1.0 cm. The endometrial lining is tan-pink and smooth with a thickness of less than 0.1 cm. The myometrium is tan-pink and striated with a thickness of up to 2.2 cm. Along the left lateral aspect of the uterus at the junction of the cornu and the myometrium is an exposed silver metallic coiled ligation device. The right lateral aspect of the specimen does not appear to contain a silver metallic ligation coiled. The 7.0 cm in length by 0.5 cm in diameter previously ligated right fallopian tube displays a tan-purple, smooth and glistening serosal surface the fimbriated ends. Multiple paratubal cysts are seen in association with the right fallopian tube ranging from 0.1 to 0.8 cm in greatest dimension. There is a silver metallic ligation clip located on the right fallopian tube. Sectioning the right fallopian tube reveals a pinpoint lumen. The attached 5.0 cm in length by 0.5 cm in diameter left fallopian tube displays a tan-pink, smooth and glistening serosal surface, there is a silver metallic ligation clip located on the left fallopian tube. Sectioning the fallopian tube reveals a pinpoint lumen. Also received within the specimen container is a 3.0 ern in length by 0.5 cm in diameter portion of left fallopian tube with a fimbriated end. Sectioning this portion of left fallopian tube reveals a pinpoint lumen. Representative sections are submitted as follows: anterior cervix; posterior cervix; anterior endomyometrium, full thickness sections; posterior endomyometrium, full thickness sections; fimbriated end of right fallopian tube, bisected longitudinally; right fallopian tube cross sections; fimbriated end of left fallopian tube, bisected longitudinally; left fallopian tube cross sections. On (B)(6) 2010, patient had performed relevant tests and diagnostics screening mammogram with cad bilateral breasts- negative, no evidence of malignancy. Normal interval follow-up is recommended in 12 months. Concurrent conditions included yeast infection, sulfonamide allergy, drug hypersensitivity, allergic reaction to antibiotics (penicillin all shortness of breath) allergen; [clarithromycin); seasonal (environmental allergen).), dyspareunia and tubal ligation. Concomitant products included buspirone, celecoxib, cetirizine hydrochloride, cyclobenzaprine, duloxetine, esomeprazole, ethinylestradiol;levonorgestrel (nordette), fluoxetine hydrochloride (prozac), gabapentin, hydrochlorothiazide, ibuprofen, levothyroxine sodium (synthroid), ondansetron (zofran), pantoprazole, ranitidine hydrochloride (zantac), salbutamol (albuterol), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("extreme menstrual cramps/dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("severe and persistent migraines"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain severe and persistent pain/pain"). In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), lasting 70 days. On (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient experienced the first episode of adenomyosis ("adenomyosis / reproductive system disorder or condition, type of disorder or condition: adenomyosis"). In 2010, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pain ("physical pain/nausea pain/constant pain"), menstrual disorder ("extremely bad menstrual cycles after miscarriage"), back pain ("back pain"), the second episode of adenomyosis ("adenomyosis"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("intercourse causes very bad cramping/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (ablation and the right coil was removed by laparoscopy removed coil from bowel,hysterectomy), suction d&c, and essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, abortion spontaneous, device expulsion, vaginal haemorrhage, suicide attempt, pregnancy with contraceptive device, menorrhagia, fatigue, vomiting, migraine, headache, depression, anxiety, weight increased, nausea, pain, menstrual disorder, dysmenorrhoea, back pain, the last episode of adenomyosis, amnesia, vitamin d deficiency, blood iron decreased, dyspareunia, female sexual dysfunction and pelvic pain had resolved and the abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2009. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pain with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, back pain, blood iron decreased, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, suicide attempt, vaginal haemorrhage, vitamin d deficiency, vomiting, weight increased, the first episode of adenomyosis and the second episode of adenomyosis to be related to essure (ess205). The reporter commented: on (B)(6) 2014 to (B)(6) 2016, patient taking concomitant product by tanzeum and albiglutide. On (B)(6) 2018: event reported verbatim my baby died coded as fetal death in previous follow up this coding was changed to spontaneous abortion as per source document information. On (B)(6) 2006, were insertion date provided. Date of removal: (B)(6) 2009, (B)(6) 2014: hysterectomy with bilateral salpingectomy, surgical removal of coils. On (B)(6) 2006: hsg-the left sided essure device has roughly fifty percent located within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: tubes were blocked; on an unknown date: results: both tubes were blocked. Right coil appears within; on (B)(6) 2006: total bilateral occlusion, malposition of essure device. Pregnancy test - on (B)(6) 2008: results: blood pregnancy test confirmed. Pregnancy test urine - on (B)(6) 2008: results: pregnancy confirmed. Ultrasound scan - in (B)(6) 2008: results: no heartbeat; (B)(6) pregnancy; on (B)(6) 2008: embryonic demise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, dysmenorrhea, adenomyosis and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs and mr received. Date of removal were updated. Lot number were added. Medical history, lab data and concomitant drug were added. Event verbatim were updated as extreme menstrual cramps/ dysmenorrhea(cramping), intercourse causes very bad cramping/dyspareunia (painful sexual intercourse), right device was in cul de sac area/migration of essure device- bowel / migration ¿ bowel/ malposition of essure device location of device: within peritoneal cavity, migration of essure device location of device: within peritoneal cavity, left device was in uterus/the left sided essure device has roughly fifty percent located within the uterine cavity. Event pain severe and persistent pain/pain and abdominal pain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.